Event description:
It was reported that seven days post a stent placement in the left femoral artery, the stent was allegedly found to be fractured under imaging. Reportedly, the ruptured stent was removed from the patient's blood vessel through surgical incision and the patient was implanted with another stent. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. The resolution of the provided movies is poor so that single struts are not visible. Images demonstrate sfa treatment, a strut fracture cannot be confirmed but the contour of the stent towards the proximal end like an hourglass confirms stent twisting. A 6f introducer with 0.018" guidewire were used for access, the vessel was not tortuous/ calcified, the lesion was pre- / post dilated, and the user did not experience difficulty during deployment. An irregular strut structure was not identified after deployment, the system was correctly held at the stability sheath during deployment, and torque was neither felt nor exerted. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system during deployment; in particular the instruction for use states: 'confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment.' Regarding pta the instruction for use states: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' Regarding access/ accessories the instruction for use states: 'gain femoral access (...) Using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035-inch (0.89 mm) diameter guidewire'. The packaging pictograms indicate the use of a 0.035" guidewire, and 6f introducer. H10: d4 (expiration date: 09/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven days post a stent placement in the left femoral artery, the stent was allegedly found to be fractured under imaging. Reportedly, the ruptured stent was removed from the patient's blood vessel through surgical incision and the patient was implanted with another stent. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.